Manufacturer narrative:
H.6 investigation summary: this memo is to summarize findings on your recent complaint 8450965 against sda, 200 ml, bottle, catalog number 257655, lot number 33825 with respect to contamination of the medium with mold. Material 257655 is manufactured by rehydrating the media components with usp purified water, thoroughly mixing until a homogeneous solution is obtained. Bottles are filled, and mechanically closed. Bottles are then sterilized by validated autoclave process. The batch history record review for batch 3825 was satisfactory and no quality notifications were generated. This batch was formulated, distributed and packaged by trained staff. The manufacturing protocol was followed: quantities were respected, the formulation tank was cleaned in accordance with current procedures, no anomalies were noted during batch distribution, the autoclaving cycle complied with specifications and was carried out by trained personnel, all controls carried out complied with release specifications, the retained samples remains compliant, the raw materials introduced were within their period of validity, the water used on the day had a low biocharge and was well below alert thresholds, the autoclave, formulation tank and temperature probes were within their period of validity, storage conditions were respected. The complaint history was reviewed, and no other complaint has been taken on this batch. We can confirm that all the reference samples (4 vials) are compliant and contain no mold. At this stage of the investigation a systematic failure in our manufactured process can be excluded. A definite root cause could not be determined. It seems to be an isolated incidence. The complaint was registered in our database and bd will continue to monitor incoming reports for this failure mode.

Event description:
It was reported that bd bbl¿ sabouraud dextrose agar is contaminated. No patient impact was reported. The following information was provided by the initial reporter: we have observed contamination in a bottle of sda, product code: 257655. This bottle was from lot: 33825 with an expiry date of 10 nov 2023. As this product is supposed to be sterile and we utilize these items for our product testing, can we get a replacement order for 120 bottles and if possible, can we get this shipped to us expressly?

Manufacturer narrative:
B3: date of event is unknown. B3. The date received by manufacturer has been used for this field. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd bbl¿ sabouraud dextrose agar is contaminated. No patient impact was reported. The following information was provided by the initial reporter: we have observed contamination in a bottle of sda, product code: 257655. This bottle was from lot: 33825 with an expiry date of 10 nov, 2023. As this product is supposed to be sterile and we utilize these items for our product testing, can we get a replacement order for 120 bottles and if possible, can we get this shipped to us expressly?